Manufacturer narrative:
Device evaluation: the device balloon was inflated with 2cc of colored water and it is noted that there is leaking from the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there is a kink in the bellows however this kink does not affect the way the device functions. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history review was completed and this device met all specifications upon distribution. A CAPA was opened for this investigation into endoplege balloon bond delamination and is applicable to this event. The CAPA is currently in the investigation phase.

Manufacturer narrative:
Product returned, product evaluation anticipated.

Event description:
It was reported that the endoplege catheter was leaking out of the balloon where it was attached to the catheter. Device was used in a patient but there were no complications or injuries to the patient.